Event description:
Additional information was received from the patient. They reported that it was from the fall that the wire disconnected.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va28b63 implanted: (B)(6) 2020 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that about a month or so ago, probably 2 months ago, they were having some leakage problems again, so they met with their managing healthcare provider at the healthcare provider office to be reminded on how to change the program. The patient stated that when they went to the appointment, it was discovered that the "wire had come disconnected." The patient stated they were told it was probably from a fall, though the patient stated they didn't know when that "wire disconnect" happened. The patient was unable to clarify if the "disconnect" meant that their lead had migrated. They just stated, "a wire was disconnected, so they added 4 additional programs." The patient stated that the physician's assistant (pa) added 4 programs for the patient; however, the patient stated that they had forgotten to plug their programmer in, so the pa used their own programmer to do the reprogramming and not the patient's. The patient's reason for calling was that they went to change their settings yesterday, but they were unable to see any programs listed on the programmer. The patient stated they called the pa, and the pa was unable to help them and told the patient to call patient <(>&<)> technical services. Patient services discussed with the patient that they didn't have any additional programs on their personal handset because the pa had used the pa's handset to program the patient. Patient services redirected the patient to follow up with their hcp and pa with their handset charged so they could have the programs added to their personal handset.the patient stated they would reach out to the hcp office about the situation. .

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID (B)(4) (lot: va28b63); product type: 0200-lead; implant date (B)(6) 2020; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.